Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, the staples did not form very well causing leakage. Another device was used to complete the procedure. There were no adverse consequences for the pt.